Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy on a prismaflex with a prismaflex m100 set. Approximately 5 minutes into treatment the nurse observed an external blood leak at the dialysate port. Treatment was stopped and the patient had an estimated blood loss of 20 ml. The patient did not present with any clinical symptoms and no medical intervention was provided.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14l0504g shows that there is no manufacturing anomaly and no similar complaints. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No leakage was reported during the priming and during the 5 minutes of treatment prior the event. The exact root cause of the external blood leakage remains unknown.